Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated, and the ptfe is still holding the two ends together. There multiple flat spots along the distal shaft. There are kinks on the hypotube at 6.3 cm and 57.8 cm from the handle. The tip is slightly flattened. Microscopic inspection revealed no additional damages. There is blood in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter connection was fractured. The target lesion was located at the left coronary artery. A 145 guidezilla was selected for use. During procedure, it was noted that the connection of the catheter was fractured. However, it was further reported that when the issue occurred, the device was kinked. The device was completely removed and pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported. Patient was stable post procedure.